Manufacturer narrative:
The instrument was returned and evaluated. Engineering was unable to confirm the customer reported complaint of the cover of the tip of the instrument was burnt. No disposable hook/spatula tip was returned with the instrument. Visual inspection showed no char marks or localized melting on the monopolar adapter. The instrument passed electrical continuity testing. Engineering also found was tube damage. The black tube insulation was damaged at the distal end. The insulation was gouged on one side and had a .375 x .110 piece missing roughly .700 above the snake wrist. No other damage was found. Evidence is not conclusive; however, the damage was likely due to mishandling. The instruments and accessories user manual specifically states: general precautions and warnings o handle instruments with care. Avoid mechanical shock or stress that can cause damage to the instruments. O do not use an instrument to clean debris from another instrument intraoperatively. This may result in damage to the instruments or other unintended consequences, such as disconnection of the instrument tip.

Event description:
It was reported that during a da vinci s surgical procedure the monopolar cautery instrument cover of the tip was noted to be burnt. No missing or fallen pieces were reported. The planned surgical procedure was completed and no patient harm, adverse outcome or injury was reported.